Manufacturer narrative:
Call was placed to the physician to obtain information regarding this product complaint. He states no patient specifics will be provided due to hippa regulation. The doctor stated that the patient had a subclavian occlusion and an covered stent was placed without problems. He stated the patient presented back to the hospital one week later with a (B)(6) bacteremia complicated by pneumonia. The opinion of the physician is that the patient's sepsis was unrelated to the procedure. The patient survived the infection and was admitted into rehab where one month later he experienced a cardiac arrest during physical therapy and did not survive. It is not likely that this event is related to our product, however, it is being reported out of an abundance of caution. The stent product is provided sterile to the user. The product is sterilized using a traditional 3-step ethylene oxide (eo) cycle that delivers a 10-6 sterility assurance level (sal). This cycle is validated using the "overkill method' outlined in ansi/aami/iso 11135-1:2007, sterilization of health care products 'ethylene oxide' part 1: requirements for development, validation and routine control of a sterilization process for medical devices.

Event description:
The patient went into the hospital for an elective intervention for an occlusion of his left subclavian artery. He was stented with a covered stent. The procedure went well with no difficulty. He was discharged home the same day. He began to experience diarrhea, chills, fever and vomiting. He returned to the emergency room where he was diagnosed with sepsis and a heart attack. Blood work revealed (B)(6). He developed pneumonia. After treatment in the intensive care unit he was transferred to a rehab unit. During physical therapy at the rehab unit he experienced a cardiac arrest and expired.